Event description:
Pt stated being knocked to the floor by the device. Pt confirmed trauma, fall, and transmitter was dropped. Manufacturer representative reported the pt is not feeling any stimulation. Representative stated pt's family member had played with the transmitter prior to reprogramming. No report of device explantation. Manufacturer representative stated the pt is due for device replacement in january. A follow-up report will be sent when additional information is received.